Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to intractable spasticity. It was reported that the patient's pump was implanted on (B)(6) 2018 and explanted on (B)(6) 2018 due to infection. No other information was provided. No further complications were reported.